Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the distal portion of the left circumflex coronary artery, the maverick2 monorail 20/2.5mm balloon was suspected to have ruptured at 3 atm's. The pt was asymptomatic during this event. Trans-radial access was obtained using a 7f medikit introducer sheath. The maverick2 monorail 20/2.5mm balloon catheter was removed and replaced with a maverick2 monorail 15/2.5mm balloon catheter, but the maverick2 monorail 15/2.5mm balloon was also suspected to have ruptured at 3 atm's on the initial inflation. The pt was asymptomatic during this event. The maverick2 monorail 15/2.5mm balloon catheter was removed and replaced with a nir elite coronary stent delivery system to successfully complete the procedure. An athlete gt guidewire (size unknown) and a 7f wiseguide guide catheter were also used in this case, but the type of inflation device used is unknown. Pt status is reported as 'good'.